Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer replaced the cartridge and resumed insulin therapy.